Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through the event history log but did not reproduce the system error 105. The evaluation found the motor was seizing which is a known contributor to system error 105. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.